Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported he had not got a lot of relief from this device. He said he would tell his hcp to look for a better implant. On (B)(6) 2020 (B)(4) (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states he had his device removed 11 days ago because the device bothered him and it was not working since implant. Pt states the dr who removed was at advanced pain center, no further information. Pt states he wants to know what to do with the equipment. The patient was redirected to their healthcare provider to further to discuss donation of equipment.